Event description:
It was reported that after the renal artery duplex study was performed, the customer received an unspecified error message and found that the study was not stored in the hard drive. The study was repeated with the same equipment because the data was unable to be recovered. There was a delay of 20 minutes to repeat and complete the study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the cause for the lost study was from a software bug that pim process cannot handle two simultaneous captures in same process due to static shared data that are used in imagestore, and also due to (B)(6). The final solution for this problem was solved in a new software release for the sc2000 ultrasound system.